Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was not able to reproduce the reported problem. Ventilator was returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea comprehensive ventilator experienced touch screen frozen on patient. The customer confirmed that there was no patient harm associated with the reported event.